Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer¿s insulin pump alarmed for replace battery now without low battery alarm and battery was overheated. Customer¿s blood glucose was 106mg/dl at time of incident. Troubleshoot was performed but did not resolve the issue. Customer advised to discontinue use of the pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery, power loss alarm or replace battery now alarm noted during testing or in the insulin pump trace download. No overheating of the battery / battery tube was noted. No burned or damage components at the electronic assembly were found per visual inspection. Unit was received with broken belt clip rail. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay. Unit was received with faded serial number label.